Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board and performed a filament calibration. The system operates as intended.

Event description:
It was reported that the system displayed errors and forced a reboot. No patient injury was reported.